Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient was a power on reset (por) code just after charging the ins. The therapy stopped due to the por. The patient reported that they had trouble recharging and that at first, they couldn¿t connect using the insr and they did some research and learned how to ¿access the percentages.¿ the patient was not clear about the process of where they learned it. The patient was able to clear the por successfully and therapy resumed. No further complications are anticipated.